Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in an 83-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Urine output was observed to be pink-tinged, and laboratory samples were hemolyzing. The pump was repositioned under echocardiographic guidance. The patient survived to explant. The reported event of hemolysis requiring device positioning is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction, hemodynamic instability, and device positioning.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the mechanical interaction with blood was due to a use related issue as pump was out of position at time of hemolysis and clinical details noted repositioning resolved the issue. The cause of the device in wrong position could not be determined as no logs were returned and insufficient clinical details were provided.